Event description:
It was reported by the pt that about 2 months after their coronary drug eluting stenting treatment procedure, pt developed a rash and itching. The pt had a taxus express2 3.50x8 mm drug eluting stent implanted in 2004. In mid august pt developed a rash with itching all over their body except for their face and arms. Per their physician pt stopped their plavix, toprol, altace, lipitor and aspirin in november and reamined off of these medications for 3 months and nothing changed. It was suggested pt see a dermatologist who pescribed cortisone, an antihistamine and lotions and he said the reaction is from medication. Pt saw a second dermatologist who did a patch test which did not identify any allergies and pt was given cortisone shots. Pt then saw in an internist who did a CT scan and nothing was identified. Pt also had a skin biopsy and that showed dermal hypersensitivity to some kind of medication. Pt stated that the conclusion is that pt may be allergic to paclitaxel. Their rash has gotten better and their skin is less sensitive so pt can live with it now. Their physician said there is nothing they can do. Pt contacted boston scientific because their internist wanted to find out if co has seen any other hypersensitivity complaints.